Manufacturer narrative:
The device was not returned for an evaluation. The surgeon reported that she was performing visco removal under the iol when contact was made and a small tear was created in the posterior capsule. Device was not returned for evaluation.

Event description:
During visco removal the surgeon experienced a capsule tear under the iol. A posterior capsulorhexis was performed under the lens and a vitrectomy was not required.